Manufacturer narrative:
D4: the part number / model number, lot number or product sizing information for product unfortunately was unknown. The end user only stated that aquacel ag advantage surgical dressing was used. Although aquacel surgical product is entered, the complainant was unable to provide the exact icc (product reference code). Therefore, the nearest model number 422605 has been captured. H6 - imdrf med. Dev. Problem codes: a050901 (adhesive too strong) is captured in h11 for the issue "dressing was so adhered to her skin it felt like cement" since this code is not available for selection in the database. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(6). Manufacturing site: (B)(4).

Event description:
The end user reported that one unknown company's dressing was difficult to remove. She also stated that she had the dressing on for seven days placed over a right shoulder incisional site status post right shoulder replacement. The dressing was placed in the operating room (or) with discharge instructions to remove after seven days. She reported that instructions for the dressing were provided at discharge through a quick response (qr) code. She stated that the instructions were not good. It took her husband one hour to remove the dressing. She stated that it was so adhered to her skin that it felt like cement. They were finally able to get it off little by little using alcohol on a cotton swab. She felt that an adhesive remover should have been provided with the dressing. There was no adverse event other than the stress of trying to remove the dressing. No photo is available at this time.